Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during investigation, the pump powered up with audible and vibrations. The vibration worked properly when the pump powered on. After a few minutes, the pump received continuous vibration. The pump was opened and there was evidence of moisture on the single component on the printed circuit board. There was also moisture damage on the display board and display connector. The buttons were unable to be tested due to a blank display. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. The bolus button was noted to be damage. The pump case was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging intermittent vibration issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.